Event description:
Pulse oximeter finger probe was connected to the adapter cable that was connected to the monitor. No spo2 [saturation of peripheral oxygen] reading provided. Adapter cord replaced and the spo2 reading successful. No known patient harm at this time.